Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed that the ring of the access pre pump sample site was cracked. The lines of the set, including spikes, are provided by an internal supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the damaged set component was determined to be related to supplier manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a prismaflex m150 set was observed to be damaged during continuous renal replacement therapy. The set was replaced o continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.